Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was further reported that the unexplained swelling could possibly be due to cellulitis cut on lower shin.

Manufacturer narrative:
(B)(4). (B)(6) medical products: vanguard cr tibial bearing cat#: 183440, lot#: 989180 , polished finned tibial tray cat#: 141254, lot#: 2016051859. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00793, 0001825034 - 2018 - 00794, 0001825034 - 2018 - 00795. Remains implanted.

Event description:
It was reported that the patient had complication of unexplained swelling after an initial knee arthroplasty.

Manufacturer narrative:
The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.